Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown: product type screening device product ID 306001 lot# unknown: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown: product ID: 306001, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that on day 3 wires was pulled out. Patient (pt) tried to reconnect the wires as per advised by local manufacturer representative (rep). It worked for about an hour and wires came off again until today. Pt's just waiting for recommendation therapy was still off. The issue was not resolved at the time of the report. Additional information was received from the health care professional (hcp). The hcp confirmed that the trial was initiated on (B)(6) 2025. The hcp stated that the cause of the wires pulled out determined. The most likely cause of the event was due to that the patient accidentally pulled out lead wire and found wires hanging and disconnected from the y connector. When asked about the steps taken to resolve the issue, the hcp stated that the doctor and manufacturer representative (rep) assisted the patient in office on (B)(6) 2025. The rep attempted several times to reconnect with no success and was able to connect and reestablish connectivity. The hcp confirmed that the issue was resolved. The hcp stated that the cause of the therapy being off was determined. When asked about the steps taken to resolve the issue, the hcp confirmed that the patient successfully completed the trial. The issue was resolved. The device was intended to treat the urge incontinence and urgency frequency.